Event description:
The patient was revised due to possible infection, the femoral and tibial components were loosen. There was also a poly exchange in 2003 for unknown reasons done at different hospital.